Event description:
Received information stating ventilator had an erratic display. Customer service engineer (cse) replaced the graphical user interface (gui) board. No pt involvement at the time of event.